Manufacturer narrative:
The reported events were lead dislodgement and r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with dislodgement on the right ventricular lead and migration noted on the patient's implantable cardioverter defibrillator. The lead dislodgement resulted in diminished sensing. The lead was explanted and replaced on (B)(6) 2024, and the device was revised. The migration of the device was noted during the procedure and the patient was stable throughout.

Manufacturer narrative:
Related manufacturer reference number: 2017865-2024-40569.